Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to part replacement and to test the equipment. Replaced the motion charger board and the 8 motion batteries. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with parts replacement. The motor battery charger board was returned to the manufacturer for analysis. Hardware investigation could not confirm reported problem. Motor battery charger board passed bench level pcb test. Motor battery charger board was installed in the imaging system and ran without any issues. Leaking capacitor bc4. The hardware investigation found that reported event was not related to the reported issue. No fault found. This batteries were discarded at the site and will not be returned to manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was not holding a charge. Requested 8 motion batteries and a motor charger board. There was no patient present when this issue was identified. No further details regarding this issue were provided.